Event description:
It was reported following a percutaneous transluminal angioplasty (pta), an angio-seal device was deployed to close the arteriotomy site in 2004. When removing the tension spring, oozing occurred and manual compression was applied for approximately 30-40 minutes. The suture was then cut and hemostatis was achieved. Later (time unknown), the patient experienced palsy from the knee down. The patient was followed until october 2004, at which time an ultrasound confirmed an occlusion. The patient was discharged. The patient underwent surgery in 2004 for revascularization. The angio-seal device collagen and anchor were removed, however, the suture was not found. The patient reportedly was doing well post-operatively;however,remains in the hospital. A preplacement angiogram was performed. The physician believes the anchor was deployed at the bifurcation of the superficial femoral artery (sfa), causing collagen deposition into the vessel. The user had not completely certification training at the time of this event.